Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 mpxr 295472, e1a (hcp, rep): information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal gablofen 500mcg/ml at 149mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. The concomitant medications and patient history were not reported. It was reported that during a routine refill on (B)(6) 2015, the pump was flipped. It was noted that there was some fluid in the pocket, identified as a seroma. Pre-operative x-rays were performed. Surgical intervention was performed to flip the pump. During the procedure, catheter aspiration was performed, and the catheter was checked for leaks with none found. The issue was noted as resolved. The hcp reported that he had no further information regarding this event. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that the patient experienced mild swelling in the pocket. The cause for the flipped pump was unknown. The patient was doing well, and receiving effective therapy.